Event description:
Medtronic received a report that the pipeline was introduced through headway 27 micro catheter and the stent was twisted and got stuck inside the microcatheter. After delivering the stent through headway 27 microcatheter, while deploying, the stent did not open distally and while resheathing the stent and after unsheathing, it opened distally and twisted in the middle and became stuck inside the microcatheter. Another stent was used with another microcatheter and it opened smoothly and easily. The stent was stuck (locked up) in the middle of the catheter. There was resistance in the middle of the catheter. The catheter was flushed continuously with heparinized saline. The pipeline became stuck during deployment. The physician released the load (slack) in the system in an attempt to resolve the issue; however this did not resolve the issue. There was no damage observed on the catheter or pushwire. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of an amorphous, unruptured cavernous right internal carotid aneurysm with a max diameter of 25 mm and a 12 mm neck diameter. The landing zone was 4.1mm distally and 4.87mm proximally. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure was normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.